Event description:
During the stent procedure, as the stent delivery system (sds) was being advanced, the stent dislodged. A balloon catheter was used to retrieve the stent from the coronary vessels; however, the stent could not be located when the balloon catheter was removed from the pt. No pt effects were reported.